Event description:
It was reported that the procedure was being performed in the intensive care unit. The anesthesiologist inserted the catheter into the pt in the operating room and the pt was moved to the ICU. The nurse found blood leaking from the medial lumen where the pressure injection hub meets the medial lumen. The nurse found the pressure injection hub off the lumen and blood flowing out of that lumen. The nurse clamped the medial lumen and used the distal and proximal lumens for therapy. There was a delay in treatment and do not know if it caused harm, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.